Event description:
It was reported the patient¿s blood glucose reached between 260 to 317 mg/dl with ketones present and that the cannula was bent. She went to see her house doctor who advises her to drink water, give a correction bolus and that she activate a new pod. The pod was worn between 36 and 48 hours on the abdomen.

Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly deployed. Inspection of the device did not find any kinks or bends in the soft cannula. No other defects or manufacturing deficiencies were found that would result in high blood glucose levels.